Event description:
Country of complaint: (B)(6). Suture keeps breaking.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened pouches. There are no previous complaints of this code batch. The (B)(6) units of this code batch were manufactured, there are (B)(6) units in our stock. Knot pull tensile strength testing of the samples received was performed and the results fulfill the requirements of OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Corrective/preventive actions: not applicable.